Event description:
Plaintiff alleges the development of latex allergy from her repeated exposure to latex gloves. She alleges suffering numerous injuries including rhinitis, respiratory problems, hives, contact dermititis, extreme discomfort, depression and emotional distress. Further alleges suffering substantial loss of earnings and earning capacity. Plaintiff's husband, alleges loss of consortium of his wife.